Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was received with missing display window cover, cracked select button keypad overlay, scratched case, pillowing keypad overlay, minor scratched lcd window, case cracked behind the device at the corner of the belt clip rails and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of 808 mg/dl and other blood glucose value was 247 mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer was treated with intravenous drip. Customer also reported crack at the back of the insulin pump. The insulin pump will be returned for analysis.